Event description:
It was reported that the patient was involved in a motor vehicle accident (mva). It was noted that the pacing lead impedance and capture threshold was high on the right ventricular (rv) lead. The patient was capped (B)(6) 2025 and replaced without any issues. The patient was stable the entire case.

Event description:
It was reported that the patient was involved in a motor vehicle accident (mva). It was noted that the pacing lead impedance and capture threshold was high on the right ventricular (rv) lead. A rv lead fracture was suspected. The rv lead was capped (B)(6) 2025 and replaced without any issues. The patient was stable the entire case.

Manufacturer narrative:
Correction: section b5 statement was corrected to include " a rv lead fracture was suspected" and "rv lead capped".